Event description:
The customer received a questionable troponin I result for one patient sample. The roche analyzer used was unknown. Clarification has been requested. The initial result was > 25 ng/ml and when retested diluted 1:10 the result was 29.0 ng/ml. The sample was tested for confirmation with elfa technology on the vidas analyzer and the result was negative at <0.01 ng/ml. No information was provided to determine if the patient was adversely affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
Additional information was provided. The analyzer involved was a cobas e411. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. Patient sample has been provided for investigation. The initial investigation shows there is an inteference present in the sample.

Manufacturer narrative:
The investigation determined the interference in the sample was generated by a high molecular weight compound, presumably igm. The interfering compound was most likely an antibody to the analyte-specific antibodies. This interference is documented in product labeling. Further analysis was not possible due to limited sample volume. No adverse event was reported.